Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was stuck on an error screen during reboot. The customer stated that they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck on an error screen during reboot. A field service engineer worked with the call center to re-synchronize the database and tested functionality in the hardware testing application. The system functioned as intended after the field service engineer repaired the device.